Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider and a manufacturer representative reported that there were high impedances on the entire lead. Impedance tests found out of range impedances with readings indicating >10,000 ohms. The leads were explanted and replaced, and the issue was reportedly resolved. It was later noted that the physician cut the leads so the leads would not be returned. The patient's indication for use was failed back surgery syndrome. No patient symptoms were reported. The patient's status at time of report was alive with no injury. The event cause was unknown. If additional information is received regarding this event, a supplemental report will be sent.